Event description:
Healthcare professional reported injecting a pt with unspecified juvederm (r) voluma(r) in the cheek region and an additional injection of juvederm (r) volbella (r) with lidocaine two months later. Approximately months after the initial injection, the pt developed "swelling to tear troughs." The pt was reviewed by the healthcare professional a month later and was treated with hylase. The pt had a "local allergic reaction" to the hylase and was treated with "predsolone." A few days later the symptoms all resolved. The pt returned to the healthcare professional the following month with "lumpy nodules." No additional treatment has been noted. Symptoms are still ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "swelling" and "lumpy nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation and edema: "undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list). Inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site."